Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the case was performed from right ulnar approach using the r2p destination device involved. The radial artery was diseased upon the first attempt. A 119-centimeter sheath was difficult to advance during insertion; however, the sheath was able to reach the external iliac and was successful in treatment of the patient. The dilator with wire was used to remove the sheath after completion of the case. There was some difficulty upon removal. Once the sheath was out of the body and hemostasis was obtained, it was noticed that the sheath appeared to be stretched further than the dilator. There was no visible green dilator noticed. The patient was scanned for any components they may be missing. Careful inspection of product showed all components were still intact. The sheath appeared to have elongated without breaking. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful. Additional information was received on 27 jan 2023: the sheath seemed to be elongated throughout the entire sheath.

Event description:
Additional information was received on 24 feb 2023: it was reported that an ultrasound and computed tomography (CT) was performed in the ER. Per the md the patient had flow down both extremities and that was free from a pseudo aneurysm or hematoma.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One r2p sheath and dilator were returned for evaluation. The sample was subject to visual analysis. The dilator was fully inserted into the sheath and locked into the sheath. The sheath hub was fully screwed onto the sheath. No bends, kinks, or deformations were found on the sheath or dilator. The sheath hub has a deformation at the hub that appears to be where the sheath stretched. The sheath tip did not have any deformation or stretching. The sheath length was measured to be 123.5cm long from the sheath hub. The complaint can be confirmed for sheath stretching. The exact root cause cannot be determined. The likely root cause is the user experienced resistance during insertion and withdraw that caused the sheath to stretch. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).